Event description:
A customer reported an error with their continuous glucose monitor (cgm), specifically cgm error 42. There was no adverse impact to the customer¿s blood glucose level. The customer contacted technical support, who provided instructions for a complete pump reset. Following the reset, the cgm error was resolved, and the customer was able to successfully start their sensor session.